Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted on (B)(6) 2017 with a lactate dehydrogenase (ldh) of 605 u/l with no other signs of thrombus. It was also reported that the lvad pump power had been elevated over the prior week. Previously unreported to the manufacturer, the patient has experienced hemolysis before, but did not have a history of coagulopathy issues. The ldh was normally mid 200s-low 300s u/l. The patient¿s inr on admission was 1.7, and the week prior the inr was 1.9 with an inr goal of 2.5-3.0. The patient was on asa and warfarin on admission. There were no alarms reported. The patient has been on heparin, and intermittently, integrilin; however, the ldh continued to rise to 586 u/l. After admission, the patient was on warfarin, heparin, integrilin, and aspirin. On (B)(6) 2017, transthoracic echocardiogram revealed echodensity within the inflow cannula. On (B)(6) 2017, echocardiogram revealed that the aortic valve opens every beat at 8600 rpms. A pump exchange occurred on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Correction. It was initially reported that the device was not returning for evaluation. The device was subsequently received. The pump was returned assembled with the percutaneous lead (driveline) severed at the pump end bend relief. The severed portion of the driveline, the inflow conduit and the outflow graft were not returned. Examination of the pump blood-contacting surfaces found a red, tissue-like thrombus in the outlet stator. The tissue did not show laminated layering, indicating the thrombus did not likely form in the outlet stator. Contact marks observed on the tapered section of the pump rotor indicated that the thrombus was present while the pump was operating. Examination of the pump inlet section found a small ring of tissue-like thrombus around the inlet bearing. Although the evaluation could not conclusively determine the duration that the observed thrombi were present, the thrombi could have contributed to the reported increase in ldh. The cause of the thrombi could not be determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.